Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that ¿around the wintertime¿ the wrong medication was put in her pump. She stated that the healthcare provider¿s office addressed the issue. Per the patient, her memory was very bad lately, but it was not related to the pump.